Event description:
Revision surgery - due to the old metal of the metal liner coming apart on the patient; surgeon put in a new poly liner.

Manufacturer narrative:
The reason for this revision surgery was the metal liner came loose from the poly component. The in-vivo length of service for the implant was 8.3 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The root cause of this event was the liner components separated. The root cause for the liner components separating was not reported. The components were in-vivo over 8 years and normal wear can be a source of degradation and loss of performance. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.